Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly aches") and menorrhagia ("especially haemorrhagic menstrual periods") in an adult female patient who had essure (batch no. C61996) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract infection ("recurrent urinary tract infections") and anxiety ("recurrent anxiety state"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, urinary tract infection and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, back pain, menorrhagia and urinary tract infection with essure. The reporter commented: onset of adverse events over a period of 8 months, from (B)(6) 2015 to (B)(6) 2016. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4).) On 25-feb-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly aches") and menorrhagia ("especially haemorrhagic menstrual periods") in an adult female patient who had essure (batch no. C61996) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), urinary tract infection ("recurrent urinary tract infections") and anxiety ("recurrent anxiety state"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, urinary tract infection and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, anxiety, back pain, menorrhagia and urinary tract infection with essure. The reporter commented: onset of adverse events over a period of 8 months, from (B)(6) 2015 to (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.